Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during either an angiogram or venogram via access in the groin, a micropuncture traditionless access set¿s wire unraveled. The access site was scarred, and the wire reportedly kinked. During manipulation of the wire, it unraveled. The wire was manipulated/removed through the entry needle. The end of the wire was still attached, and the wire was removed manually from the patient, without the use of forceps. Another device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of a photo was also conducted. The complaint device was not returned to cook for investigation; however, a photo was provided. The photo shows elongation of the wire, just behind the tip. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on six devices from the lot; however, all affected product was scrapped. A review of complaint history found no additional complaints for this lot number. The product IFU states ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of a device photo suggests that there is evidence the device was manufactured to specification. Although one relevant non-conformance was noted on the lot, all non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that failure to follow instructions contributed to this event. The wire was reportedly manipulated and withdrawn through the entry needle. The IFU warns ¿do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during either an angiogram or venogram via access in the groin, a micropuncture transitionless access set¿s wire unraveled. The access site was scarred, and the wire reportedly kinked. During manipulation of the wire, it unraveled. The wire was manipulated/removed through the entry needle. The end of the wire was still attached, and the wire was removed manually from the patient, without the use of forceps. Another device of the same type was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1: name and address: (B)(6). E3: occupation: "rt". This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.